Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level 600 mg/dl. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. Additionally, the pump battery was unresponsive. Reportedly the customer reverted to manual injections for insulin therapy.